Event description:
A surgeon reported that 90 minutes following implantation of a cv232 sre lens, he observed that the lens was still rolled. The surgeon decided to exchange the lens for another cv232 sre and prepared the pt for surgery. At this time (2 hours after first implantation) the lens was starting to unroll but the surgeon decided to continue with the exchange procedure. No complications were reported during the exchange procedure and the pt is reported to be 'fine'. No further info is available at this time.